Event description:
It was reported that during a tracheostomy procedure, the body of the internal surface of the cannula was deformed and this caused a defect of the seal. It was reported that the "wrong" cannula was removed and replaced with another.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube and the inner cannula for the failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.